Event description:
"Case: (B)(4) 9/3/24 ""is it ok to use? Hyper bite with slight periodontal disease and jaw clicking from being a clincher grinder?"" Update email in case (B)(4) 9/5/24 ""my dentist agrees with me for aligners (just saw him) and I don't have tmj. I will go forward and let you know if I get a headache or any discomfort."" 9/6/24: ""again, I had my teeth cleaned and spoke to him about aligners. He thought it was a great idea. I'm sorry that I sought out verification. I would like to move forward with our plan. "" 9/7/24: ""I'm confused because I answered the profile questions with periodontal and grinder."

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.